Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after inserting and connecting the intra-aortic balloon (iab), the fiber optic sensor did not respond and the baseline was not displayed. The console was switched out, but the issue continued. An attempt was made to connect a transducer, but the central lumen was blocked so the arterial line was secured from the radius. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).